Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced muscle stimulation. The patient also demonstrated a twiddler's syndrome in which this atrial lead was pulled back into the superior vena cava as confirmed by x-ray result. The patient was hospitalized due to inappropriate pacing and for being symptomatic. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.